Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional info is received, a follow-up report may be submitted.

Event description:
It was reported by service report that there was an issue with the fowler. No further info was available at this time. No pt involvement or adverse consequences were reported.